Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced a sensor reading that was low and the customer treated the low but then their blood glucose went to 500 mg/dl. Customer treated the high with food. The customer indicated that the sensor glucose was 77 mg/dl and blood glucose was 83 to 500 mg/dl. Troubleshooting advised customer on proper insertion and site technique and how to properly calibrate. Customer was advised to wait until blood glucose can stabilize to recalibrate and to restart the sensor. Customer was advised to monitor the sensor and call back if further questions. No further details given.